Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold and decreased sensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Event description:
New information received notes the atrial lead was explanted and replaced. The patient in stable condition throughout the procedure.

Manufacturer narrative:
The reported events for high capture threshold and decreased sensing were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.